Event description:
During a stenting procedure in the common iliac artery, the stent was placed approx 2cm distal to the intended target lesion. It is not known if the procedure was completed using an additional stent. The procedure was completed without any pt injury. The product was inspected and prepped according to the instructions for use, and no defects were noted in the unit prior to use. The diameter of the unconstrained stent was said to be sized 1-2 mm larger than the intended target vessel diameter, and no difficulty was encountered while advancing the sds to and across the lesion. It is unk if any unusual force was used during deployment of the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment, and the user was said to have held the handle of the smart control sds flat and straight outside the pt, and to have maintained a fixed inner shaft position during deployment. The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.